Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site and tested the equipment. Testing found that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735795, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the touch screen functionality was not working before a case. The site was able to resolve the issue but it was not clear if it was resolved with a reboot. There was no patient present at the time of the event.